Event description:
It was reported that removal difficulty and balloon issues occurred. A 5.00 x 8mm synergy megatron drug-eluting stent was advanced and deployed for treatment. After deployment, the delivery system balloon was not sufficiently crimped to allow withdrawal through the guiding catheter. The physician reinflated the balloon in the aorta in an attempt crimp the device, but it still failed to fit into the catheter. The physician then removed the entire system from the patient. The procedure was completed using an alternate device. No patient complications were reported, and the patient is expected to make a full recovery.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.